Manufacturer narrative:
Continued: zip code: (B)(6). Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the device. Device remains implanted. This relates to an unknown side.

Event description:
An MRI confirmed right rupture.

Event description:
Healthcare professional reported rupture of the device. Later healthcare professional MRI diagnosed rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, d4, d6b, g4, h4, h6.